Manufacturer narrative:
Additional information obtained confirmed that during the procedure and after the patient was transfused, the patient was converted to open heart surgery. The 29mm sapien xt valve was explanted and was replaced with a 28mm surgical valve. Despite these actions however, the patient passed away on pod1. Ref. Mfgr report number 2015691-2017-02501 investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture was unable to be confirmed but may be due to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(6). Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a transfemoral tavr procedure in the aortic position, during the implant of a 29mm sapien xt valve, the patient suffered an aortic annular rupture. The patient required the transfusion of 4 units of blood.